Event description:
It was reported that, during reprocessing, the uretero-reno videoscope tested positive for 24 colony forming units (cfus) of staphylococcus hominis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional customer info.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Additional data: h11. Corrected data: d4-lot, h8. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Growth of microorganisms were found through culture testing by the user after reprocessing. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.